Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was a sterility issue. The following information was provided by the initial reporter: when the office nurse removed the outer package, she found that the yellow blood collection tube plate had an unsealed cover, which had not been used and had been taken out.

Manufacturer narrative:
H.6 investigation summary: material #: 367955, lot/batch #: 2123429. Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper assembly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.